Manufacturer narrative:
The reported complaint was not verifiable, as no product is being returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) often could not be recalibrated if the partial pressure of carbon dioxide (pco2) was too far off. They had to try and recalibrate in steps of ten. The device was not changed out, as they perform more in-vivo calibrations. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 19-jul-2016: manufacturer clinical services spoke with the perfusionist (ccp) in regards to a bpm unit survey that he completed on 7-jul-2016. In the survey, the ccp stated that at times he is not able to complete an in-vivo calibration for pco2 as stored and adjusted values are very different and an error code (alarm) prevents him from completing the in-vivo in one step. The ccp does not recall the actual error message. In the survey, the ccp provided the following details in how he uses the product: he calibrates the bpm unit with the 540 calibrator immediately prior to each case; he does not flush the circuit with carbon dioxide (co2) gas prior to wet priming; he uses plasmalyte as the base prime solution and he adds sodium bicarbonate (nahco3) to the prime; the shunt sensor is exposed to the prime solution and not rare for the sensor to be exposed to prime for one to two hours; he ventilates the oxygenator during prime in attempt to raise the ph; in pediatric cases, the ccp monitors bpm values (operate mode) and he maintains the ph between 7.30 - 7.50 and the pco2 between 30-35 mmhg; in adult cases, the prime is not monitored (standby mode). The ccp stated that once about every two months, he has issues with successfully completing the initial in-vivo calibration of pco2. The ccp stated that in these circumstances the stored pco2 is very high (generally over 80 mmhg) and the actual laboratory analyzed value is about 30-40 mmhg. During the adjustment to the lab step, the pco2 will not allow for setting to the actual analyzed pco2 value. At times, multiple in-vivo calibrations are needed to be done to finally adjust to the analyzed value. The ccp stated, this issue has occurred with different monitors and does not seem to be monitor specific. All cases, when this issue is observed, are completed successfully. There is no delay in these procedures and no associated blood loss. The mitigation of the issue is to perform more in-vivo calibrations. There is no harm observed.